Event description:
It was reported that there was an ankle clamp assembly that had frozen thumb wheel which broke, upon attempt by scrub tech to loosen with pliers.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seized screw involving a tibial ankle clamp assembly was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis concluded that no material or manufacturing defects were observed on the device features evaluated. Medical records received and evaluation: not performed because no patient demographics or medical records were provided. It is not believed that patient factors contributed to the reported event. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review concluded that there have been no other events for the lot referenced. Conclusions: the investigation concluded that the adjustment screw was seized inside the slide component, likely caused by its over-rotation beyond the designed limit. No material or manufacturing defects were observed on the device features evaluated.

Event description:
It was reported that there was an ankle clamp assembly that had frozen thumb wheel which broke, upon attempt by scrub tech to loosen with pliers.